Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter is an operating room coordinator. Service and repair evaluation: the device was initially received at the service and repair department. The customer reported the two reaming rod shafts/flexible shafts, and one (1) reaming rod adaptor/flexible shaft connector were discovered broken and not usable. The repair technician reported chuck sleeve screw is missing. Missing parts the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Investigation flow: visual. Visual inspection: the flexible shaft connector for use with jacobs chuck was received disassembled. The chuck sleeve, the set screw, and (1) cylinder pin were missing from the device. No other issues were identified with the returned components of the device. Document/specification review: the following drawings, reflecting the manufactured and current revision, were reviewed. Flex. Sh connector se_108607 rev a/b. Sleeve se_208550 rev a. Cylinder pin se_206075 rev b. Set screw se_208631 rev b. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition of broken is confirmed as the flexible shaft connector for use with jacobs chuck was missing the chuck sleeve, the set screw, and (1) cylinder pin. No definitive root cause could be determined. It is likely that the components were misplaced during reprocessing. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: null. Device history review: null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date at the sterile processing department (spd), the two reaming rod shafts/flexible shafts, and one (1) reaming rod adaptor/flexible shaft connector were discovered broken and not usable. There was no patient involvement. This complaint involves one (1) flexible shaft connector for use with jacobs chuck. This is report 3 of 3 for (B)(4).

Event description:
The damaged devices were discovered on an unknown date in july 2019 while performing a routine check in the sterile processing department.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date at the sterile processing department (spd), the two reaming rod shafts/flexible shafts, and one (1) reaming rod adaptor/flexible shaft connector were discovered broken and not usable. There was no patient involvement. This report is for a flexible shaft connector for use with jacobs chuck. This is report 2 of 3 for (B)(4).